Manufacturer narrative:
(B)(4).

Event description:
The treating center reported that the patient had a dehiscence at the incision site. The patient was admitted to the hospital and underwent a wound cleaning with antibiotic solution. Antibiotics were administered for 24 hours post-op and no infection was seen.